Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while locked and difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds), the clip arms were slightly over inverted as they were in the fully inverted state. The cds was advanced and positioned on the mitral valve. During lock line removal during deployment, it was noted the clip opened to 120 degrees. The clip was reclosed and establish final arm angle (efaa) was performed successfully. Deployment was attempted again however the clip would not deploy fully. Troubleshooting was performed and the clip was able to detach from the cds. The procedure was completed with the mr reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issues could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.